Event description:
It was alleged that the instrument wrist arced during a procedure. The instrument was removed and replaced to complete the procedure. No patient harm, adverse outcome or injury was reported.